Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a symphion fluid management accessory was used during a hysteroscopy with dilatation and curettage procedure performed on (B)(6) 2019. According to the complainant, during preparation, the plastic tray was cracked and the sterile package was opened. The procedure was completed with another symphion fluid management accessory. There were no serious injury/adverse effect to patient as a result of the event.